Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance, loss of ra sensing and loss of capture (loc) despite maximum outputs. A lead fracture was suspected. An x-ray was obtained but was unremarkable. Surgical intervention was performed and the lead was tested on the pacing system analyzer (psa) in both unipolar and bipolar configurations. The impedance measurements in both configurations were greater than 2,000 ohms. The lead was surgically abandoned and replaced. Although the patient is not pacemaker dependent on ra pacing therapy the loss of ra therapy resulted in decreased synchrony between the ventricles. The lead was replaced without incident. No additional adverse patient effects were reported.